Manufacturer narrative:
Concomitant medical product: ddbb1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited possible t-wave oversensing (twos). The lead remains in use and it was noted that the lead appeared to be operating as programmed. No patient complications have been reported as a result of this event.